Manufacturer narrative:
The unit was not returned for evaluation. We are unable to confirm any device failure.

Event description:
A report was received from a user facility in (B)(6) indicating that the patient developed a partial thickness burn following a liposonix procedure. The patient is showing on the leg some linear-appearing skin lesions, classified as "eruptions"; additionally there are some linear scabs. According to the records supplied, there were no device issues associated with the treatment. This appears to be a self-limited situation that should heal without consequences.